Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. The pump had a broken tube holder and cracked on right plunger case. There was a primary audible alarm background test error in the history. Occlusion testing was performed. The issue was unable to duplicate the error during the occlusion testing. There were no physical or any other damage was found on speaker or interconnect board. The operator replaced the speaker for preventive maintenance and performed all functional testing.

Event description:
Information was received indicating that medfusion 3500 pump displayed a system failure for an audible alarm. There were no adverse events reported.